Event description:
Customer called to report a system pressure alarm during the elutriation phase of buffy coat collection. Customer states the collected buffy coat was around 13-14 percent product hematocrit, no clotting was visible in the bowl or kit after the patient procedure. Female patient using 10,000 units of heparin in a 500ml bag of 0.9 percent normal saline set at 14:1 a/c ratio due to the patient having bleeding concerns. Customer explained that while she was removing the procedural kit after the treatment was completed, she did swap the pressure domes of the procedural kit for the protective pressure domes and did remove the procedural kit for the protective pressure domes and did remove the procedural kit in the correct order, but when the kit was lifted off the pump deck, blood leaked out of the procedural kit from the pressure domes of the used procedural kit and spilled enough blood to completely cover the protective pressure domes and when the dome was removed after the blood spill was cleaned there was still enough blood that the transducer was soiled with blood. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot c303 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for the tubing leak category. CAPA (B)(4) was opened to investigate tubing leaks. Trends were also reviewed for the system pressure complaint category and a trend was detected. CAPA (B)(4) has been initiated to investigate this type of events. The assessment is based on information available at the time of the investigation. No product was returned for investigation at the time of this report; therefore, it could not be determined if the product met specification based on solely on the information provided by the customer. (B)(4).